Event description:
It was reported to boston scientific corporation that during a pelvic floor prolapse repair procedure using an uphold vaginal support system, as the physician was placing the suture of the first mesh leg assembly on the right sacrospinous ligament, half an inch of the lead suture with the needle at the end detached and was captured inside the capio cage. The physician removed the uphold mesh from the patient and the procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Correction: in the initial report, "describe event or problem" stated that "half a centimeter of the lead suture" detached. This has been corrected to say "half an inch of the lead suture" detached.

Event description:
It was reported to boston scientific corporation that during a pelvic floor prolapse repair procedure using an uphold vaginal support system, as the physician was placing the suture of the first mesh leg assembly on the right sacrospinous ligament, half a centimeter of the lead suture with the needle at the end detached and was captured inside the capio cage. The physician removed the uphold mesh from the patient and the procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.